Event description:
It is reported that during surgery on (B) (6) 2009, it was noted that the package had the wrong description on its side label. The package was not opened because the size of the product was not correct for this application. The label reportedly states "52-50" and should be "52-60".

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.